Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and tethered posterior leaflet for a mitraclip procedure. During the procedure, mitraclip ntw was placed and amplatzer was also placed to maintain hemodynamics and to treat left-to-right shunt. For amplatzer procedure, steerable guide catheter (sgc) and dilator were used for the guide wire placement, after removing the sgc and dilator, a sheath was used to secure the route and the amplatzer body was inserted using the amplatzer sheath. Atrial septal defect (asd) closure was successful. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.